Event description:
Complainant alleges her heating pad shorted out, and damaged her bedding and mattress. No injuries were reported with this incident.

Manufacturer narrative:
This incident is the result of the consumer not positioning the slide of the controller into the proper position, instead placing it in-between settings. This caused overheating and melting of the controller. This incident is the direct result of consumer misuse / abuse of the product.